Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 48 mg/dl. Glucose tablets and juice was consumed to address the low bg level. The cause of the low bg was not known. The supplies on the pump were changed prior to contacting tandem customer technical support (cts). The customer was advised by cts to consult with a healthcare provider regarding the low bg level.